Manufacturer narrative:
Good faith effort attempts were made regarding the device status, but further information was unable to be obtained.

Event description:
It was reported that entrapment occurred. The target lesion was located in the mildly tortuous and moderately calcified right origin of the internal carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced over the non-boston scientific guidewire with some difficulties. Eventually, the stent was able to be deployed and placed. During device removal, a resistance was felt, and the distal part of the wire was completely locked. It was impossible to push or pull. The stent was removed together with the wire, and the procedure was completed with this device. There was no patient complications noted as a result of this event.